Manufacturer narrative:
(B)(4). According to available information, this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that post implant, this right ventricular lead dislodged. Threshold measurements had increased through the device compared to pacing system analyzer measurements. Difficulties had been encountered obtaining acceptable thresholds due to the lack of viable tissue. A revision procedure was performed. This lead was repositioned. Post repositioning, acceptable measurements were obtained. No adverse patient effects were reported.